Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. The last download occurred on (B)(6) 2018, prior to the patient death. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2018) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. At this time, there is no indication of a device malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The patient's family alleged that the lifevest was not functional on the day the patient died. No further details surrounding the event are known. The monitor and electrode belt have not yet been recovered from the field. The last download occurred on (B)(6) 2018, prior to the patient death. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2018) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Submitting MDR out of an abundance of caution due to the family's allegation that the lifevest was not working. A supplemental report will be sent upon receipt of the equipment.